Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) disk failed membrane leak test during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer fse replaced the safety disk, drive side and passed all leak tests. Complete checkout done. Fst performed a complete pm with full calibration. The unit passed all functional testing and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.